Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) was dispatched to evaluate the iabp and observed one instance of "gas loss in iab circuit" alarm in the iabp¿s error logs. The fse performed leak tests, but was not able to duplicate the "leak" issue. The iabp was able to pass all the leak tests, and the fse also performed diagnostic tests and no problem was found. In addition, the fse was unable to obtain further patient information or what the exact problem was. All functional and safety checks were performed to meet factory specifications, and the iabp was released to the customer and cleared for clinical service. The full event site name in block is (B)(6).

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had a leak issue. No patient harm, serious injury or adverse event was reported.